Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a1059) no longer locks when placed on the patient's head. No additional information has been provided.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) no longer locks when placed on the patient's head. No additional information has been provided.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. Corrected field: b3. The mayfield composite series skull clamp (a3059) was not returned after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause of the reported issue cannot be determined. Based on the reported complaint, the probable root cause is routine use and wear of the unit. The device has no service history and was manufactured in 2021. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.